Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient was experiencing withdrawal. The event logs confirmed the pump motor stalled on (B)(6) 2011 and a tube set message was recorded on (B)(6) 2011; no recovery was noted. The eri (elective replacement indicator) at the time of the stall was 16 months. The pump was replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver sufentanil, clonidine, and bupivacaine.